Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak at pinch valve vl61. The fse replaced the pinch valve, which repaired the leak. The fse also found that the latron light scatter was low and latron conductivity was high. The fse adjusted the laser and the trimmer capacitor, which resolved the latron issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak near solenoid 87 of the coulter lh 750 hematology analyzer. The volume of the leak was about 1 cc and was contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.